Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative inspected the imaging system onsite and confirmed that the charger was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, after 3d images were taken for the third time with the imaging system, a beep was heard from the image acquisition system (ias) and leftmost side of the battery gauge on the power control panel blinked red. Additionally, "individual battery failure" was indicated on the mobile view station (mvs). The ias and the mvs were restarted but the issue persisted. The beep stopped by disconnecting another device that was connected to the wall outlet. However, the battery gauge blinked and 'individual battery failure' was still displayed. The system operated without issue while taking 2d and 3d images. The procedure was completed using the imaging system. Afterwards, the ias and mvs were restarted in another room and the issue was not duplicated. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The enclosure charger 1 was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned enclosure charger 2 found that the reported event was related to an electrical issue. The component did not pass testing and was found to have a bent corner on the chassis. The reported event was confirmed. The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The tester found there was unstable power supply over 30 min of testing. The reported event was confirmed.

Manufacturer narrative:
Correction: UDI number (B)(4) received.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.